Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided), vomiting blood, and an unspecified blood pressure issue. The customer went to the emergency room and was subsequently hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.